Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Total 2 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. C22 ¿ photo evaluation. H3 investigation summary: the product was returned to ethicon for evaluation. One foil packaging, one detached needle and one suture strand pertaining to product code vcp663h were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and suture remnants could not be observed. The suture was inspected along the suture strand, and the insertion mark could be observed as expected. Body fluids were noted on the strand and the force used to detach the needle from the suture could not be determined. In addition, photo was provided and it shows two detached needle and a foil packaging. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture strand pertaining to product code vcp663h were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and suture remnants could not be observed. The suture was inspected along the suture strand, and the insertion mark could be observed as expected. Body fluids were noted on the strand and the force used to detach the needle from the suture could not be determined. In addition, photo was provided and it shows two detached needle and a foil packaging. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.